Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be identified, as the reported issue could not be reproduced. The device was evaluated upon receipt. No error 80 was observed. No repairs were required since the reported issue could not be reproduced. The device passed all applicable testing and is ready for use. The reported event is unconfirmed, labeling/packaging review is not required. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leaked from the arctic sun device during usage. After added water, alarm 80 (non-recoverable system error) has occurred. Per review of wo on 12aug2024, device was used on patient and no patient injury reported. Per follow up information received via email on 13aug2024, the device would be sent to imi. The issue was not resolved yet. Therapy completion status was under investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leaked from the arctic sun device during usage. After added water, alarm 80 (non-recoverable system error) has occurred. Per review of wo on (B)(6) 2024, device was used on patient and no patient injury reported. Per follow up information received via email on 13aug2024, the device would be sent to imi. The issue was not resolved yet. Therapy completion status was under investigation.